Manufacturer narrative:
Drive devilbiss heathcare evaluated the device that was returned for evaluation. The left front castor assembly was detached from the unit. Rust was present on brake locks and locking nuts were missing. The manufacturer has been informed of the evaluation and complaints data will continue to be monitored for trends.

Event description:
Drive devilbiss healthcare was notified of an incident involving a wheelchair by the provider who stated the end user was sitting in the wheelchair and a wheel broke causing the end user to fall to the floor. The end user was hospitalized with a concussion, seizures, and a forearm skin tear. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.